Event description:
Spontaneous call from pt. She stated the pump made a popping sound and did not infuse. The pt readjusted a few things and stated the pump started to work. Rph counselled on how to a manual push if needed. Pt understood. Rph advised we will send a pump return box and new pump for order scheduled for friday. Pt stated her infusion was infusing successfully with no leakage and pump was not making any noises. No adverse effects were experienced. Dose or amount: 4 gm, strength #f10050, frequency: cw, route: sq. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: d80.1.